Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The de novo lesion was 100% stenosed and located in a severely calcified and moderately tortuous left anterior descending artery (lad). The 15mm x 2.00mm apex balloon ruptured at 12 atms, during first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.